Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was fully fired and engaged in interlock. Microscopic inspection of the knife blade revealed damage. The sulu and device were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the clip of the device broke and the device would not fire properly. There was no patient harm.